Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through an x-ray. In addition, sensing below two millivolts and threshold over five volts was also noted. Further, the lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm device sensing issue and high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues on the two returned segments. Also, dislodgement was not confirmed. Furthermore, it was concluded that this is a known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through an x-ray. In addition, sensing below two millivolts and threshold over five volts was also noted. Further, the lead was explanted and replaced with new lead. No additional adverse patient effects were reported.